Manufacturer narrative:
The device was received for evaluation. Visual inspection found a loose upper link screw. The device was found out of specification in relation to the customer reported 'door not latched alarm when door is latched' which was reproduced. A review of the event history log revealed multiple presence of 'door jammed!' And 'shut door- power off'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link screws requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not latched when the door was latched during an unspecified process step. There was no patient involvement. No additional information is available.